Manufacturer narrative:
Customer service could not conduct troubleshooting with the customer because the breast pump was in the baby's room while he/she was asleep. The customer was sent a replacement device and return of her original device was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated she was doing much better. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on (B)(6) 2021, and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6), 2021 the customer alleged to medela llc that her pump in style breast pump had low suction and she had mastitis. She additionally alleged that her doctor had prescribed her two medications and there was blood in her milk, but she was also using the harmony pump and it was working fine.